Manufacturer narrative:
Evaluated 1 open or used only barrel. Performed a visual inspection using (B)(4) doc appendix f; and found reservoir was partially returned. Customer returned empty barrel only. Unable to perform pre-fill test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was unknown at the time of the incident. The source of leak was o-ring. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.